Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump's display were scrolling on their own. Customer reported that the insulin pump may have recently been exposed to rain. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no scrolling numbers noted. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. There was no moisture damage on electronic assembly or motor assembly noted during visual inspection.